Event description:
It was reported by the rep the device was used during an aorta femoral bypass. It was reported while applying clips with mcl20, the surgeon had numerous clips malform during the procedure. The clips would scissor & not form completely (tear drop shape) even though surgeon was fully closing the device. A new device was opened & the procedure was successfully completed. The device was not saved. There was no consequence to the pt.